Event description:
It was reported that an instrument missing ball bearings was received via the worn instrument return program. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, h7, h9, and h10. Complaint sample was evaluated and the reported event was confirmed. Returned instrument was reviewed and found to exhibit signs of repeated use and has one ball bearing missing/disassembled. Device history record was reviewed and no discrepancies were found. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.